Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 90% stenosed, 3.5x15mm, eccentric, de novo target lesion containing a >45 and <90 degrees bend was located in the mildly calcified mid right coronary artery. After a non-bsc guide catheter and a non-bsc guide wire crossed the lesion, pre-dilation was performed with 2.0x12 non-bsc balloon catheter resulting to 80% residual stenosis . A 16 x 3.50mm rebel bms stent was advanced for treatment. However, the device failed to cross the lesion and when removed, the tip of the stent itself was found to be deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.